Event description:
A pump alarm was reported by the customer, occurring during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by loading a new cartridge with the help of technical support, but the alarm recurred. Consequently, technical support decided to replace the pump, which was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was also guided on how to put the pump into storage mode and advised to return the faulty pump using a pre-paid label within 10 days, which they understood and acknowledged.